Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the product was manufactured prior to a redesign of the power switch to make it more durable, therefore the power switch failed due to the amount of operating force applied to the power switch and the number of times used.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; the power button was found broken, stuck in the on position. The power switch was determined to be a previous version and upgrade to a new version required.

Event description:
A user facility reported to olympus that the power switch was broken. The problem, as reported to olympus, was found during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.